Event description:
It was reported that a single-day infusor leaked at the start of infusion. The leak was observed at the level of the bladder. The device had been filled with 30 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1952. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured november 4-6 2014. The device was received and evaluated. Visual inspection was performed and noted fluid inside the housing. Functional flow testing was also performed showing the leak on the coiled tubing inside the housing. The reported condition was verified. The cause of the condition was determined to be a cut in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.